Event description:
Meter name: one touch ultra. Strip name: one touch ultra test strips. Meter code: 24 strip code: 24. Strip storage: stored correctly. Symptoms: no symptoms. The pt's mother reported that the pt had a seizure. Their meter allegedly was inaccurtely high. The result on their meter was 487mg/dl. There was no result from any other source. There was no comparison between pt's meter and any other device. Treatment was with glucose. The pt's mother reported that "they received a high reading and gave the pt insulin based on the reading. After doing so pt went into a seizure and they had to give pt a shot of glucose to bring pts blood sugar back up." No further information has been reported.